Event description:
Caller reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.